Event description:
Patient had a revision total hip (B)(6)-2006. A series ii constrained liner was placed in a securfit x-tra shell. Patient fell on (B)(6)-2013 and her liner dislocated from the shell and the metal locking ring broke also. Revision surgery was performed on (B)(6)-2013. Constrained liner was removed and replaced along with a new 22mm std femoral head.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Corrected lot number based on additional information. (B)(6). An event regarding dissociation of the inner bipolar from a seriesii acetabular liner was reported. The event was confirmed. Method & results: -device evaluation and results: the returned device was heavily damaged from in-vivo use. Material analysis indicated the locking wire fractured in fatigue and concluded "no material or manufacturing defects were observed on any of the components examined" -medical records received and evaluation: clinician review of the provided records concluded "this pi case is not device-related but has its root cause in an adverse patient-related event through a fall on a previously normal hip arthroplasty. Patient had several risk factors for falling" -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the root cause of the reported dissociation is the fall noted in the event description.

Event description:
Patient had a revision total hip (B)(6) 2006. A series ii constrained liner was placed in a securfit x-tra shell. Patient fell on (B)(6) 2013 and her liner dislocated from the shell and the metal locking ring broke also. Revision surgery was performed on (B)(6) 2013. Constrained liner was removed and replaced along with a new 22mm std femoral head.